Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgery, it was observed that the tip of the fluted matchstick burr device broke at an unknown location while using a motor device. It was not reported whether there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon complaint review, it was determined that the report originated from a voluntary report medwatch form 3500a submitted by the user facility. The report source has been updated to include this information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.